Event description:
It was reported patient underwent right total hip arthroplasty on (B)(6) 1987. Subsequently, revision procedures were performed on (B)(6) 2005 and (B)(6) 2009, due to poly wear and osteolysis, and (B)(6) 2013, due to loosening. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive, unusual and/or awkward movement and/or activity." This report is number 3 of 3 mdrs filed for this patient (reference 1825034-2013-01852 / 01854).